Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/2/2025, a sales representative reported via phone that an ar-3642sp knotless 2.6 fibertak had an issue during a rotator cuff repair procedure on (B)(6) 2025. When the surgeon shuttled the two sutures through the anchor, the shuttle suture could not be looped through and ripped apart inside the patient. The sutures were cut and removed, and the anchor remained in one piece inside the patient. Nothing else broke inside the patient, and there was no harm. Another ar-3642sp knotless 2.6 fibertak with the same lot number was used to complete the procedure successfully. There was a 1-minute case delay, and no additional anesthesia was administered. This occurred during use with no reported patient harm.